Event description:
Spontaneous inbound call from pt to report that clear plastic piece fell off ms-3 where syringe goes in. Pt using back up pump, no interruption in treatment. Sending new pump. Sn (B)(4). No other info provided. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to the pt or clinical injury? No. Reported to (B)(6) by pt/caregiver.